Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported exchange due to "contracture", baker grade not provided. This record is for the right side. Device was explanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Patient was prescribed acetaminophen.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, h6. Reason for reoperation: capsular contracture, baker grade iii.